Event description:
This is the first of three reports for the same event.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
A product sample was received at the manufacturing site and it is awaiting evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that during a vitreoretinal procedure the valve began to leak which made the eye go soft. The surgeon replaced the valve with a new one and it began to leak also. A plug was inserted in the valve and the procedure was completed. Additional information has been requested.

Manufacturer narrative:
The returned sample was inspected and was observed to be visually conforming. The one opened sample was functionally flow tested and the results were determined to be acceptable. A device history record (DHR) review was conducted. No anomalies were found during the device history record reviews. The product was released based on the product¿s acceptance criteria. A complaint history examination indicates no additional complaints were associated with the components of the reported lot. An exact root cause could not be determined as to why the trocar cannula exhibited the leaking condition described. An internal investigation has been opened to address this issue. (B)(4).

Event description:
This is the first of three reports for the same surgical procedure.